Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, a company injector was used. The serial number was not known. No specific details were provided, and it was unclear what exactly had occurred. It was most likely related to the lens or how it was loaded, but this could not be confirmed. The representative did not believe it was an issue with the actual handpiece additional information was requested.

Manufacturer narrative:
The lens, disassembled lens case and the used company cartridge were returned in a specimen cup. The lens was evaluated. Viscoelastic was observed on the lens. One haptic was folded in on the optic surface, typical of being loaded into a cartridge. No lens damage was observed. The used company cartridge was evaluated. Viscoelastic was observed in the cartridge. The cartridge tip had a large aneurysm on the right side. The tip also had heavy stress. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported loading issues could not be determined. No lens damage was observed. The returned cartridge had damage that would indicate the lens/plunger may not have been in acceptable positions for advancement. The cartridge tip had a large aneurysm on the right side. The tip also had heavy stress. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (ophthalmic viscosurgical device) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).